Event description:
It was reported that during a rotational atherectomy procedure, a pin hole rupture at the shaft was noted. The 90% stenotic and calcified lesion was located in the left circumflex artery (lcx). When the burr was removed after ablation, the pinhole rupture at the shaft was noted. It was further reported that during ablation, movement of the burr was slow and operation was difficult. No pt injuries or complications were reported.